Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-2016-05186-1 and 2017-01229).

Event description:
It was reported that patient underwent a left hip revision procedure due to chronic dislocation. During the procedure, the acetabular liner and femoral head were removed and replaced.